Event description:
It was reported that an ilet pump exhibited a recurring charging failure in which the device showed a solid green charging indicator while on multiple chargers and outlets, yet the battery did not accept charge and the device progressed from approximately 22 percent to shutdown while connected. Symptoms included device power loss with resultant therapy interruption, while glucose monitoring remained unaffected and the user planned to revert to backup therapy. Outcomes included temporary loss of device function and need for replacement. Investigation included review of device logs and collection of user-provided video. Investigation of this device revealed that logs confirmed charging sessions with intermittent disconnects and ongoing battery depletion during charging, consistent with a device charging or power management malfunction involving the charging/power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction with a charging system failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.